Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient had been in and out of the hospital since the beginning of (B)(6) 2024. The healthcare provider (hcp) stated that the patient had sepsis, and the physician wanted to make sure the pump was working. The hcp stated that they do not have a programmer and was not sure if that was all they need to see if the pump was working. Discussed general function of the tdd system. Discussed contacting the managing physician and discussed paging a local mdt rep.